Event description:
Following completion of a procedure, the patient experienced a drop in blood pressure that required treatment. The procedure used the bsc blazer 10mm ablation catheter and the mdt cryoablation balloon for pvi and pacing. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5145999.